Manufacturer narrative:
One sample was returned for analysis. No fault was found during visual inspection. The root cause was that filter leakage is caused by silicon oil transferred from the syringes and/or vials into medication reservoir during the filling process by the customer. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received that device had a leak at the filter after 48 hours in use. No adverse effects reported. Patient returned to clinic for new bag of medication; infusion set was changed to resolve the incident.